Manufacturer narrative:
Colophony-intolerances cannot be excluded. The instructions for use contain appropriate warnings. [(B)(4)].

Event description:
A patient was in for an exam and was also treated with fluoride varnish. The patient called after a week and had a reaction. Sore lips and later also a bit of numbness. The patient has recovered without problems.